Event description:
It was reported that when using the bd pyxis¿ es server, machines were lagging user requested to update and reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6), was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6), was performed from the date of manufacture, 22-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the machines were lagging again and requested updates and reboots of the es servers and medstations. A technical support specialist rebooted the requested servers and 12 devices, including medstations and anesthesia stations, as per the attached knowledge article (ka) "pyxis es server reboot process and validation". The customer was informed accordingly. The system functioned as intended after the technical support specialist troubleshot the device.